Manufacturer narrative:
Related medsun report number added: (B)(4).

Event description:
No additional information.

Manufacturer narrative:
In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material # unknown batch # unknown. Verbatim: rcc received a complaint via email. Email(s) attached blood was drawn by lab with a bd 30ml syringe slip tip. When dispensing the last of the blood in the vacutainer specimen tubes the tip of the syringe snapped/broke.